Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Bad wires complaint. Continuity test was performed and passed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. Additional observation not reported by site: further inspection found a lodge metal staple between the hub grip pulley and the grip cable on axis 6 at the distal end of the instrument. The metal piece was removed and measured. The instrument was placed back on the system. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly.

Event description:
During the investigation of an existing complaint, the failure analysis investigation identified a potential fragment such as a lodged staple between the hub grip pulley and the grip cable on axis 6 at the distal end of the instrument. The metal piece was removed and measured. Intuitive surgical, inc. (Isi) followed up with the site to obtain additional information, however, no further details could be provided regarding the reported event.